Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section f.10 and h.6.-health effect impact code corrected to 2199 section f.10 and h.6.-health effect clinical code corrected to 4582.

Event description:
The complaint is reported as: guidewire inserted smoothly and after 10cm it would not advance further so they attempted to remove the guidewire but it got stuck in the introducer. The guidewire was kinked and broken. Additional information was received indicating that medical intervention was not necessary and there was no harm to the patient.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: guidewire inserted smoothly and after 10cm it would not advance further so they attempted to remove the guidewire but it got stuck in the introducer. The guidewire was kinked and broken.